Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noticed during pocket revision that this right ventricular (rv) lead had insulation issue the way the lead was folded under the device. All measurements look good pre and post revision. The lead remains in service. No additional adverse patient effects were reported.